Event description:
The customer reported that during an rf ablation procedure error message "impedance test failed" was indicated and power was not generated. The procedure was stopped and called off. There was no pt harm.

Manufacturer narrative:
(B)(4). The incident device was been received and is under eval. When the device eval is complete a follow up report will be submitted.